Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the por was caused by the weight loss surgery. The por was resolved, but the patient stated that their device was burning their back so they were going to the doctor on (B)(6) 2017. They were really disappointed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient saw a warning por (power on reset) on their patient programmer. It was stated the patient had a pocket revision because they had lost 132 pounds and the device had become too superficial after the weight loss. The patient said when they tried to connect the patient programmer with the ins they were unable to do so because they encountered a por. The patient was redirected to their healthcare professional (hcp) to have the por cleared. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the device burning in their back was because of irritation on their muscles. They just waited for two weeks because their muscles had to get used to the device. It was resolved at the time of the report.